Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. The pump was connected to a test meter successfully. No failed batt test, pump error 23, 24, 49, and 68 noted during test. However, confirmed in the history files the pump alarmed pump error 23 on (B)(6) 2025 14:13:44.000, pump alarmed pump error 24 on (B)(6) 2025 13:07:10.000, pump alarmed pump error 49 on (B)(6) 2025 14:13:03.000, pump alarmed pump error 68 on (B)(6) 2025 14:13:03.000. Those alarms are expected and occur during normal pump operation. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Pump passed functional testing and was connected to a test meter successfully. However, no failed batt test, pump error 23, 24, 49, and 68 alarms noted during test. Unable to verify pump exposed to magnetic field during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, no communication between pump to meter, pump error 23, pump error 24, pump error 49, pump error 68, exposed to magnetic field or MRI. The customer reported no adverse event. Customer was able to clear the alarm and rewind the pump. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.